Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently responsive and required excessive force in order to elicit a response. The down arrow button was found to respond to button presses and had normal spring back. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and faded discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On 03/08/2012, the patient contacted animas alleging that the keypad buttons were intermittently responsive and had a delayed response. He stated that it was primarily the ok keypad button that had a delayed response. The issue reportedly occurred a month ago. The patient reportedly wore the pump attached to a belt and used a damp cloth with water to clean the pump. This complaint is being reported due to the alleged keypad issue

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.